Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for treatment of an unspecified indication. It was reported that the patient's humapen memoir insulin pen injector displayed stripes in the dose window. The pen injector was returned to the manufacturer on (B)(6) 2011, and upon inspection missing segments in the dose numbers were observed. The humapen memoir was associated with product complaint (B)(4) / lot 1007c01. The user and the user's training status were not provided. The device duration of use was not provided. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and updated the medwatch and EU/ca fields.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected evaluation summary a pharmacist reported on behalf of a patient that their humapen memoir device display showed stripes. Investigation of the returned device (batch 1007c01, manufactured july 2010) found missing segments by the affiliate, but did not find missing segments when examined by the manufacturer. However, the investigation found cracked conductors within the lcd interconnect cable which can cause missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress.a follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(6). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for treatment of an unspecified indication. It was reported that the patient's humapen memoir insulin pen injector displayed stripes in the dose window. The pen injector was returned to the manufacturer on (B)(6) 2011, and upon inspection missing segments in the dose numbers were observed. The humapen memoir was associated with product (B)(4) / lot 1007c01. The user and the user's training status were not provided. The device duration of use was not provided.